Manufacturer narrative:
Concomitant products: product ID: 3777, lot# v173898006, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 3888, lot# v162375, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient .product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient was having the device explanted because she had not been getting therapy that she was expecting. The manufacturer representative (rep) thought the patient stopped using the device about 3 years ago. There had been a revision in the past with the same device. All products had been removed except for the anchor. They were having trouble getting it out. It was later reported that everything that was implanted was explanted. The last time troubleshooting was done was a few years ago. The patient was not getting adequate pain relief so the implantable neurostimulator (ins) went dead. It was noted there was a lack of efficacy. The patient recovered from the explant procedure.